Manufacturer narrative:
E1: name of initial reporter is unknown. The investigation into the controller failure (red alarm) issue has been completed. The automated impella controller (aic) was returned for investigation. The failure was reproduced during investigation causing an unexpected controller shutdown and additional epm errors. Opening up the console, the impellatronic board should have two leds illuminated, but neither led was ever illuminated. The impellatronic board was swapped with the burn-in fixture, and while both consoles ran with no failures, the leds on impellatronic boards never lit up. The cause of the aic issue was a defective impellatronics board. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported an aic controller failure alarm during support. The pump continued to operate; however the aic device was replaced with new controller. There was no report of patient harm or injury.